Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device was able to fire but there was a poor staple formation. The last four rows of staples did not form and the reinforcement tissue was not cut for five(5) mm longer that usual that was left uncut. The surgeon informed that during the last firing on a sleeve, the last three to four rows of the reload did not cut and fired the staples but the staples did not form. This was distal to the tissue so it was not an issue with the sleeve itself but these open stapled needed to be retrieved so that open staples were not in the abdomen of the patient. The surgeon had to retrieve staples that were not fully formed to resolve the issue in order to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The reload was partially fired with staple pushers visible to the 2cm cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.